Event description:
Pt reported obtaining back-to-back blood glucose results of 135 mg/dl, 99 mg/dl, and 55 mg/dl on the advantage system. Pt noted that these values were estimates as she could not recall exact values. Pt stated that, at the time the results were obtained, she was not exhibiting symtoms of hypoglycemia or hyperglycemia. Pt did not modify therapy based on these values. No resultant injury was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.